Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.